Event description:
The customer reported the device sometimes shuts down on its own. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep found that the pin was pushed back and the plug was defective. The plug pin was moved back. The customer changed the plug himself. The system operates as intended.